Event description:
Report received from the USA stating that the "emax2 motor has a cut in the cable." The product was not used in surgery. No injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.